Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: unable to perform complaint lot history check plunger cap separates due to unknown lot number. Unable to perform complaint lot history check plunger rod separates due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that syringe 0.5ml 29ga 1/2in experienced a case of product damage while still considered operable, and a case of a breach in sterility/product not sterile. The following information was provided by the initial reporter: this is a report about the following two issues of syringe (326666): the plunger cap was already detached before use. The plunger rod was separated from the barrel before use.